Event description:
It was reported that the personal therapy manager (ptm) was not showing the right date. The ptm was displaying low reservoir alarm date of (B)(6) 2013 where it should be (B)(6) 2013. It was noted that "everything worked fine" after ptm was decoupled and recoupled with the pump. The drug delivered via the pump was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6)2009, product type: catheter. (B)(4).